Event description:
Pt undergoing laparoscopic cholecystectomy. Endoclip applicator hesitant to fire. When it fired it made a loud noise and the tip of the endoclip did not close. When removed and outside of the surgical field, the clip applier worked properly. Another endoclip applier was opened and used. Delay in procedure was less than 10 minutes.